Event description:
The customer reported the autopulse platform (sn (B)(6)) will not retract the lifeband. No error messages were noted but the lifeband doesn't get tight. The customer has tried different lifebands and autopulse li-ion batteries, but the issue persists. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.